Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1fk41, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type lead; product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient¿s lead twisted inside their body multiple times. The manufacturer representative stated that the lead was removed. No patient symptoms were reported and there were no complications. Indications for use are gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Product ID 3889-28, lot# va1fk41, implanted: (B)(6) 2017, explanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) manufacturer representative (rep). It was reported that the device wasn't working well in may and the patient went to the office for an impedance check on 2018-06-18. The impedance was over 4000 ohms for all configurations. This caused for a lead revision on 2018-08-06 and, prior to this, it was not known that the lead was twisted. The cause was undetermined and the patient suggested they didn't manipulate the ins when it was implanted. The lead was replaced and two sutures were utilized to secure the ins, so the issue was resolved.